Event description:
It was reported that during the implant procedure, loss of capture and low pacing impedance were noted on the device. The physician suspected the loss of capture and low pacing impedance were due to an inadequate connection of the lead to the device header. The device was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported event of failure to connect, failure to capture, and low pacing impedance could not be confirmed. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The pacer was received in normal working conditions with battery voltage above elective replacement indicator (eri). Electrical and mechanical analysis was performed, including capture test under nominal settings in bipolar and unipolar mode indicated normal device functionality. Lead impedance measurements were normal and visual inspection of the connections did not reveal any anomalies. Longevity assessment was performed and the device was in the normal range of operation with appropriate remaining longevity.